Manufacturer narrative:
Na.

Event description:
It was reported that on (B)(6) 2025, a large flexnav delivery system (ds) was selected for use in an implant procedure. At the end of the procedure, while the ds was attempting to be removed, the physician noticed that the ds was stuck and could not be mobilized on the non-abbott guidewire. With several maneuvers and instruments, the physician took out the guidewire, which appeared to be frayed and damage on the curved distal part. The flexnav was then able to be removed from the patient. There was no clinically significant delay and the patient remained hemodynamically stable.

Manufacturer narrative:
An event of stuck guidewire was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the cause of the reported stuck guidewire could not be conclusively determined. The reported unexpected medical intervention was a result of case-specific circumstances as several maneuvers and instruments were used to remove the delivery system from the guidewire. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.